Manufacturer narrative:
This case was assessed as reportable to the FDA as the event allergic reaction (injection site allergic reaction) was deemed to meet serious injury criteria of hospitalization. The device history record of radiesse injectable implant, lot number a00097580, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformance reports, corrective/preventive actions related to this lot.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse(+), into the cheeks (off label use of device), on 02-oct-2023. Batch number was reported as a00097580 (expiry date: 01/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00097580 (expiry date: 01/2025). A lot search in the global safety database was conducted. Two syringes were used. The patient was concomitantly injected with voluma and threads, on (B)(6) 2023. On (B)(6) 2023, immediately after the radiesse(+) injection, the patient experienced a swelling, which progressively got worse over the following week. The patient was treated with a dose of steroids. By (B)(6) 2023, there was a mild improvement. The patient also reported that a tooth was infected post treatment on (B)(6) 2023, and she was treated with antibiotics. The patient was still reporting swelling all over the face after antibiotics and steroids were completed. Patient was not able to have a proper follow up after multiple requests. On (B)(6) 2024, the patient was admitted to the hospital due to persistent swelling and to rule out an allergic reaction. The hospital confirmed it was an allergic reaction to all the procedures performed. Subsequently, the patient developed a lump on her cheek. The hospital physicians recommended her to have all fillers removed. The outcome of the events lump and tooth infection was unknown. Due to the provided information, the outcome of the event allergic reaction was considered as resolving.